Event description:
There was an allegation of a questionable low troponin t g5 stat elecsys result from the cobas 6000 e 601 module. Sample 1 initial result was 9.3 ng/l and was reported to the physician. Sample 2 result was 2000 ng/l. Sample 1 was repeated and the result was 923 ng/l. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The qc results were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the repeat results were comparable, a general reagent or instrument problem could be excluded.